Manufacturer narrative:
This single-use device is indicated to be reused on a single patient.

Event description:
It was reported that a portex® bivona® tracheostomy tube experienced a slow leak. The patient was not ventilating at all. The issue was observed spontaneously by the patient's mother and a registered nurse. The tracheostomy tube had been used before and was cleaned at the patient's home. Cuff patency was tested prior to use, and the cuff was filled with sterile water. The patient is ventilator dependent and cannot breathe without the tube in place. The patient experienced dyspnea. The patient was then bagged and the tracheostomy tube was replaced. No permanent injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Leak testing was performed and identified that the cuff inflated and slowly deflated as air escaped from the airway line on the side of the shaft. Microscopic inspection of the leak location found a tear on the inflation line. It was observed that the inflation line was still attached and adhesive was present on the device airway line joint, below the tear. Based on the evidence, a root cause was unable to be determined. The reported issue was observed during investigation.